Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1.999 mg/day) and bupivacaine (2.0 mg/ml) via an implanted pump. The patient reported that they had not seemed to be receiving pain relief from their pump therapy for approximately one year. No withdrawal symptoms were reported by the patient. There were no environmental, external, or patient factors reported by the patient that may have led or contributed to the issue. The surgeon stated that he was unable to aspirate catheter successfully, so he made the decision to take the patient to the or (operating room) to explore the catheter. The patient was taken to the or, and attempts were made by the physician to aspirate the catheter, but he was unsuccessful. The surgeon then cut the catheter at the pump pocket and no csf was returned. The catheter was not patent, so the surgeon decided to replace the catheter with a newer model. Approximately 7 cm of the existing catheter in the pump pocket was cut and explanted. The spinal segment of the existing catheter was left implanted. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-jan-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.